Event description:
It was reported to boston scientific corporation in 2006 that a cre esophageal / pyloric/colonic wireguided balloon dilatation catheter was used during a procedure within the large intestine three days prior (patient age, gender and weight unknown). According to the complainant, during the procedure, the device was inflated to 3atms successfully. When the physician attempted to further inflate the device, the balloon ruptured at 5 atms inside of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device revealed that the balloon was torn longitudinally. The cause of the event is unknown.